Manufacturer narrative:
The initial MDR 1220648-2025-46981 was submitted under an incorrect device (impella 5.5 with serial number (B)(6)) due to an administrative error. Upon internal review, it was determined that the reported event involved a different device. This MDR is being replaced by 1220648-2025-46527, which has been submitted under the correct device (impella 5.5 with serial number (B)(6)) to ensure accurate reporting.

Event description:
It was reported that while the nurse was getting the patient back to bed using a hoyer lift, the impella 5.5 cannula got caught underneath the bed and the wire from the red port got pulled out causing the impella to stop abruptly ¿impella stoppage¿, pump was pulled across the valve and explanted last night and an emergent femoral intra-aortic balloon pump was placed. The next morning after rounds, decision was made to re-insert an impella 5.5. There was no harm reported and the patient continued on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.